Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had both hips replaced, and has had two further revisions on the right hip through walking difficulties and pain. Part of the implant was removed at (B)(6) hospital on (B)(6) 2010. Primary surgery (B)(6) 2007 (B)(6) hospital. Revision surgery (B)(6) 2010 (B)(6) hospital.

Manufacturer narrative:
(B)(4). Investigation summary: the complaint, originally (B)(4), was re-opened upon receiving further information from kennedys which was an amendment to the original implantation data. No further information has changed from the original investigation report. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.